Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that device movement and leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. Prior to discharge from the hospital, the closure device moved out of place, resulting in insufficient sealing of the laa. The closure device remains implanted and the patient remains on eliquis.

Manufacturer narrative:
B3: estimated based off report that this event occurred 18 months ago. D6a: estimated based off report that this event occurred 18 months ago.